Manufacturer narrative:
Pending investigation.

Event description:
The customer reported one false negative hcg result on (B)(6) 2016 on a patient on using the cardinal health rapid test hcg dip. 50t. The customer was unable to provide the exact lot number in use at the time of the event, but provided three potential lot numbers in use around the time of testing: hcg5030080, hcg5030243, hcg5040066. The pregnancy was confirmed by the following serum quantitative hgc tests: (B)(6) 2016: quantitative serum result= 373 miu/ml; (B)(6) 2016: quantitative serum result= 746 miu/ml. The patient's last menstrual period was (B)(6) 2016. The customer reported that migration for the device was slower than usual for all three potential lot numbers.

Manufacturer narrative:
Correction: the previous report included an incorrect response of 'no' for section d10: 'device available for evaluation?'. The corrected response is 'yes' with the 'date returned to manufacturer' as 09/15/2016.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with urine controls. All results were hcg positive at read time and met qc specification. No false negatives were obtained. The manufacturing records for the potential lots were reviewed and met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.